Event description:
It was reported the programmer did not start and froze the first time it was turned on. The programmer was restarted and it booted up fine. When going to the analyzer, the programmer started to run very slow. Every time a different function was touched on the screen, it took about ten seconds for the programmer to make the function change. Sometimes it would require the function to be hit twice. The programmer was again restarted and still no change. Another programmer was used to finish the case. Once the case was finished, there was an error message on the programmer in question that said to turn off the programmer due to the power supply was overheating. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the system fan was out of mechanical specification. (B)(4).